Event description:
A siemens service engineer (siemens employee) was performing a preventative maintenance service on a customer system. The service engineer had opened the left cover and was inspecting for any mechanical friction or tension of the belt drive. The system remote control was at his hand and he accidently pressed the motion button and the drive responded to the motion button entry. His right index finger was caught within the drive assembly. This resulted in a serious injury in which the top portion of his right index finger was surgically amputated. Service manuals exist which describe full functionality of the systems being serviced.

Manufacturer narrative:
Additional brand name: e. Cam, symbia e, symbia s. Additional device info: affected model numbers: 04380213, 04380221, 05242826, 05977066, 05977074, 05984005, 05989079, 05989087, 05989095, 05991109, 05991117, 05992099, 07324119, 07324135, 07324143, 07324150, 07760809, 07760932, 07761161, 07823946, 07823953, 07823979, 10151531, 10151532, 10275879, 10413009, 10520745, 10275007, 10275008, 10275009, 10275010. There are four applicable 510 (k): e.cam: k992731. Symbia e single/dual: k072567, k082506. Symbia s and t series: k082506.